Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he underwent a CT scan on (B)(6) 2025. He stated that more or less a week after the CT scan, he started experiencing intermittency with his left side device and a few days thereafter he could not hear anything with his audio processor (ap). He placed his contra-lateral ap on his left side and did not hear but when placing either ap on his right implant he reports hearing well. X-ray considered to assess the state/position of the implant. Possible re-implantation.

Manufacturer narrative:
As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported.device investigation results are indicative of a broken coil wire's wireguard due to chronic implant movement which has led to device failure over time. Very likely the implant position i.e. Coil placed below temporalis muscle and strernocleido mastoid muscle, has put extra mechanical strain on the wireguard contributing to the fatigue fracture. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
User was experiencing intermittency with his left side device and a few days thereafter he could not hear anything. The user has been re-implanted.